Event description:
A 16mm diameter x 5.5cm aneurx bifurcated aortic cuff stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The patient had excessive vessel tortuosity and little calcification. It was reported that there was difficulty removing the stent delivery system after deployment of the stent graft. It was reported that the physician encountered resistance and the sheath was damaged. The device was successfully removed from the patient without injury. There were no patient complications and the patient was reported to be fine. It has been reported that no additional information is available regarding the event. The stent graft delivery system was returned for analysis and completion of the investigation is pending.

Event description:
The returned good investigation demonstrated that the stent graft was not returned with the stent delivery system. There was no strtching or bends seen on the delivery system. There was a break in the graft cover 2.5cm from the distal end of the graft cover for approx 340 degrees. At the break, the surface area showed characteristics of being in contact with a sharp object running circumferentially. There was a shallow kink, a stress ring and a ripple noted on the graft cover. The proximal end of the molded slider wing was cracked. There was a break in the peek tubing at approximately 2.5cm from the distal end of the graft cover that lined up with the break in the graft cover. The very distal end of the graft cover was flared. The flare was consistent with damage caused by the bullet being pulled into the graft cover. The surface edge of the graft cover showed a smooth and buckled edge. The nosecone was fully exposed. The graft cover reached 7.6cm from the step of the nosecone. The graft cover at the molded slider did not move showing that the graft cover did not slip down. There was sanding evident outside of the nosecone on the peek tubing. The graft cover showed no stretching. The investigation conclusion stated that the graft cover and peek tubing were damaged, which is consistent with the reported removal difficulties. However, none of the findings indicated a possible cause of the reported removal difficulties. The cause of the removal difficulties cannot be determined.